Event description:
A patient was receiving an IV medication administration. Upon removing the IV tubing from the pump, the medication was noted to be inside the pump, and on floor under the pump.

Event description:
The customer states that one patient sample generated axsym cmv igg assay results of 11 and 14 au/ml (negative). The customer then ran the samples on the architect platform and generated cmv igg assay results of 18.4 and 19.4 au/ml (reactive). Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). No returns were available from the customer site for this investigation. The investigation began with the testing of axsym cmv igg reagent lot 68161m200 in order to determine if the assay could accurately read varying concentrations of cmv igg. Three instruments were calibrated using reagent lot 68161m200 and controls were run to evaluate the validity of the curves. Five replicates each of axsym cmv igg panel 1, 2 and 3 were tested across all three instruments and compared to the acceptance criteria. The panels were spiked with known concentrations of cmv igg targeted across the dynamic range of the assay. The concentrations for the controls and each panel were within specification. This data indicates that the assay is capable of accurately reading varying concentrations of cmv igg. A review of complaints to determine if others have experienced the issues encountered at this customer site was conducted. Review of this data did not identify an increase in complaint activity for the issue observed. The axsym analyzer operator's manual and the axsym cmv igg assay package insert contain adequate information in regards to the issue observed at this customer sight. The results from this investigation indicate that the axsym cmv igg reagent lot 68161m200 is performing as intended, and meeting its safety, effectiveness and label claims. The customer's issue of discrepant results does not appear to be caused by a shift in product performance; no additional product issues were identified. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, list number 4b47-20 that has a similar product distributed in the us, list number 4b47-22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.